Event description:
Information provided states that an m6-c device was explanted on (B)(6) 2023. No additional information is available at this time.

Manufacturer narrative:
The device was not received for evaluation. No device identifiers; serial number, lot number, were provided therefore a review of the lot history records could not be performed. A review of the risk managemet file resulted in no new risk associated with the device. Rmf 0003 rev 36 line 12.75 - device explanted.